Event description:
Patient was revised to address dislocation and loosening of stem.

Manufacturer narrative:
The customer reports the patient was revised to address dislocation and loosening of stem. Doi: (B)(6) 2012 - dor: (B)(6) 2012 (r hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution. Lot information was not provided for the associated head. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.